Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: (B)(6) 2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6) ubd: (B)(6) 2027, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient (pt) said he was in a car accident and his leads are "loose." Technical services (ts) asked, but caller had no additional event information. Additional information was received from the healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins).  The caller states she was made aware of this issue by the mdt rep. The pt got hit by a car at some time (event date unknown) and the caller noted the pt's managing hcp turned the ins off. The rep that spoke with calling hcp indicated to caller that the pt has a fractured lead from the car accident. The hcp was calling regarding an MRI, so agent noted that a fractured lead would not negate MRI eligibility but the hcp will have pt call patient and technical services (pats) and/or the caller will reach out to the managing doc for eligibility form.  Additionally the caller stated the pt told her that the ins will not charge because the ins is off; the pt indicated that the pt's ins was turned off by hcp after the car accident. Agent noted that off status will not negate charging potential of the ins and the pt can call pats to see what the issue is with charging. The caller states that the pt has tried but cannot charge.

Manufacturer narrative:
H3: analysis of the ins (s/n#: (B)(6)) revealed, that the implantable neurostimulator (ins) was functional. Analysis of the lead (s/n#: (B)(6)) revealed, that the lead was returned segmented. However, electrical testing of the returned seg ment(s) determined, that continuity was complete and there were no electrical shorts between the circuits. Analysis of the lead (s/n#: (B)(6)) revealed, that the lead was returned segmented. However, electrical testing of the returned seg ment(s) determined, that continuity was complete. And there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jun-03: additional information was received, from a manufacturer representative (rep). The rep reported, that the device was replaced with a new product. 2024-jul-01: additional information was received, from a manufacturer representative (rep). The rep reported, that to their knowledge, the patient was not replaced with a new product.